Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05-sep-2019 the following findings: during investigation, there were frequent low battery warnings observed. The pump electrical current draws were tested and were within specifications. There was corrosion in the battery compartment. The battery compartment was found to be cracked. The pump leaks at battery compartment. Pump opened; moisture damage found on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Report late due to transition from vmsr program.

Event description:
On 05-aug-2019, the reporter contacted animas, alleging a power (battery life) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.